Event description:
It was reported that a patient underwent a total pancreatectomy on an unknown date and a barbed suture was used on the fascia of abdominal wall with continuous suturing. Nine days after the procedure, wound dehiscence occurred, and the intestine prolapsed, resulting in emergency surgery. The patient seemed to have a poor condition because the patient is on dialysis and has diabetes mellitus. During the emergency surgery, it was found that the fixation tab came off the suture, and the suture was loosened about 8 cm from that point. The patient is in the hospital. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Unknown. Date of index surgical procedure? Unknown. The diagnosis and indication for the index surgical procedure? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unknown. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Unknown. Were two reverse stitches performed across the incision prior to closure? Unknown. What tissue dehisced? The product was used on abdominal wall fascia. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. Please describe any surgical intervention required for the wound dehiscence including date and findings. Unknown. Please describe the appearance of the suture during the second procedure. Unknown. Were there any precipitating stress factors for the wound dehiscence? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation. Unknown. During the re-operation, it was found the fixation tab came off the suture. Did the stratafix suture strand also break? If so, where was the break noted (termination, middle, end)? This case is tab come off. What is the physician?s opinion as to the etiology of or contributing factors to this event? The patient is diabetes mellitus, and under dialysis, so the patient condition was bad. What is the patient's current status? The patient is in the hospital. Lot number? Unknown. Because of corona virus infection situation, the sales rep hardly keep in touch with the surgeon.